Manufacturer narrative:
There were multiple follow-up calls to the health professional to obtain more info for this event. The only info that was provided to anchor products was the statement that the doctor did not pre-drill into the bone prior to using the needle. The health professional told anchor that it was an internal issue and not product related.

Event description:
Needle tip broke when it hit the bone.